Event description:
Was called by operating room director that when they went to pull a t conn.w/swivel mll package for a procedure, it was noticed that the rubber stopper to the device was deteriorating. Risk notified and device sequestered by director. When I went to pick up the device from the operating room the package was opened at that time to show risk how the device looked. Device picked up and sequestered by risk.